Event description:
It was reported that the telemetered battery voltage was 2.5 v and the measured battery voltage from performance data from the device ranged from 2.83 to 2.89 v during a two-week period. At the last in-office check, the battery voltage was 2.24v. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the telemetered battery voltage was 2.5 v and the measured battery voltage from performance data from the device ranged from 2.83 to 2.89 v during a two-week period. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device showed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.5v and the daily measurement was 2.86v.

Event description:
It was reported that the telemetered battery voltage was 2.5 v and the measured battery voltage from performance data from the device ranged from 2.83 to 2.89 v during a two-week period. At the last in-office check, the battery voltage was 2.24v. It was further reported the device had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Corrected device conclusion code. Added second implanted lead at the time of the event. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device showed low telemetered battery voltage. On (B)(4) 2010, the battery voltage with telemetry was 2.5v and the daily measurement was 2.86v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed, and elective replacement indicator is the result of high internal battery resistance. Performance data collected from the device showed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.5v and the daily measurement was 2.86v.